Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 14 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ number 15 states, ¿elevated metal ion levels have been reported with metal on metal articulating surfaces.¿ this report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 21 of 21 mdrs filed for the same event (reference 1825034-2013-05509 / -05510 & -05512 / -05528 & 1825034-2014-07000 / -07001).

Event description:
Legal counsel for the patient reported patient underwent a total left hip arthroplasty on (B)(6) 2008. Subsequently, patient¿s legal counsel further reported patient was revised on (B)(6) 2009 due to patient allegations of pain, bone/tissue damage, elevated metal ion levels and a loose acetabular cup. Review of invoice history confirmed the modular head, acetabular cup and taper adapter were removed and replaced. Patient¿s legal counsel reported patient underwent a second revision procedure on (B)(6) 2009 due to patient allegations of dislocation. Legal counsel for the patient alleged the modular head, acetabular cup and taper adapter were removed and replaced. Patient¿s legal counsel reported patient underwent a third revision procedure on (B)(6) 2010 due to patient allegations of dislocation. Review of invoice history confirmed the modular head and acetabular cup were removed and replaced. Patient¿s legal counsel reported patient underwent a fourth revision procedure on (B)(6) 2010 due to patient allegations of an abscess and pain. Patient¿s legal counsel reported patient underwent a fifth revision procedure on (B)(6) 2012 due to patient allegations of an abscess and pain. Review of invoice history confirmed all components were removed and replaced. Patient¿s legal counsel reported patient underwent a sixth revision procedure on (B)(6) 2013 due to unknown reason. Review of invoice history confirmed all components were removed and replaced with cement spacer molds. Patient¿s legal counsel reported patient underwent a reimplantation procedure on an unknown date. Patient¿s legal counsel reported patient underwent a seventh revision procedure on (B)(6) 2013 due to unknown reason. Additional information received in patient operative (op) notes dated december 3, 2009 reports patient was revised due to aseptic loosening. Op notes dated february 4, 2010 reports patient was revised due to recurrent left hip dislocation. In addition, an effusion was noted during the procedure. Op report dated november 13, 2012 notes patient was revised due to aseptic loosening. During the procedure, it was noted that the cup was attached by fibrous tissue. Op notes dated january 8, 2013 reports patient was revised due to deep wound staph infection. All components were removed and replaced with cement spacer molds. Op notes dated april 9, 2013 reports patient was reimplanted. During the procedure, clear synovial fluid and fibrous tissue were noted. Additional information received in patient medical record indicates underwent right total hip arthroplasty on february 20, 2008. There has been no reported revision procedure for the right side.